Manufacturer narrative:
Device labeling single use or reuse.

Event description:
Info received from an optometrist, who reported that a pt was fit with acuvue oasys lenses and following two days of wear, experienced eyes swelling shut, red eyes and shortness of breath. The pt was seen in local emergency room and was reportedly diagnosed with an allergic reaction to silicone and treated with IV steroids. The optometrist did not have a copy of the emergency room record. The optometrist said, the pt was examined about one week after the event, and the pt's cornea was clear, but the pt did have lid swelling and papillae in both eyes. We have attempted to contact the pt to get add'l info and a copy of the emergency room record, however, the pt has not returned our calls.